Event description:
Pt reports sometime last week her pump (sn (B)(4)) alarmed that it was running out of medication. When pt awoke it was asking for passcode. Pt confirmed she was using good batteries. Pt unsure if she was without medication over that period. Reported no side effects as a result of pump issue. Sending pt replacement pump. Pt reports frequent site infections. Md aware and has given pt antibiotics. No other info available. Did the reported product fault occur while in use? Yes. Did the product issue cause or contribute to pt or clinical injury? Unk. Reported to (B)(6) by pt/caregiver.